Event description:
It was reported that after use with an unspecified amount of bd vacutainer® sst¿ ii advance plus blood collection tubes oil gel globules were discovered. There was no report of patient impact. The following information was provided by the initial reporter: when did the incident occur? After use. Gel fragments in serum. The incident happened on (B)(6) 2023. They called the hospital and said that the gels of the bd products they used broke down and adversely affected the devices. They said there are 15-20 problem products per day.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes. Returned to manufacturer on: 05-sep-2023. H6. Investigation summary: bd received 40 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for oil gel globules with the incident lot was not observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for oil gel globules with the incident lot was not observed as all product specifications were met. There were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, oil gel globules, because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that after use with an unspecified amount of bd vacutainer® sst¿ ii advance plus blood collection tubes oil gel globules were discovered. There was no report of patient impact. The following information was provided by the initial reporter: when did the incident occur? After use. Gel fragments in serum. The incident happened on (B)(6), 2023. They called the hospital and said that the gels of the bd products they used broke down and adversely affected the devices. They said there are 15-20 problem products per day.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2245786 d.4. Medical device expiration date: 31-mar-2024 h.4. Device manufacture date: 02-sep-2022 d.4. Medical device lot #: 2336985 d.4. Medical device expiration date: 31-may-2024 h.4. Device manufacture date: 02-dec-2022 h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.